Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the abutment site. Subsequently, the patient underwent skin revision on (B)(6) 2017, during an abutment change.